Event description:
Boston scientific received information that this atrial lead was capped during the implant procedure because it was frayed and had blood in the lead. A new atrial lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.